Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with the cause unclear, and troubleshooting and education were completed without any device alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no long-term impairment reported. Investigation included review of use history and user-directed troubleshooting and education. Investigation of this case revealed no device malfunction was identified and no specific component failure was observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.